Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was pt reported their neurostimulator (ins) battery isn't charging right. Pt described having to break up recharge sessions into 3 hours in the morning/3 hours at night b/c they can only charge the ins to 60% or the battery in their body gets too hot. Pt stated they have to removed the recharging antenna (rtm) when ins reaches 60% b/c it literally gets too hot to their skin. Pt said it leaves a red imprint of the battery on their back/almost callused from getting it to 60% then taking it off. Pt claimed it was the implanted battery not the rtm antenna that gets hot and this has been occurring "almost like right away" (after being implanted). Pt said they met with a mdt rep april yesterday & today for reprogramming.the patient was redirected to their healthcare provider to further address the issue. Managing hcp: pt said they have only seen hcp once following surgery. Pss provided the pt with the nas number for their hcp office to invite a local mdt rep. Pt said they are ready to tell them to take it out of them but it does help. Pt said they have spoken with hcp evey month regarding issues with ins but they get nowhere. Pt said its like its a big joke to everybody but its their body. During call that their rep had told them they should not have to charge their neurostimulator (ins) battery so often. Pt was describing recharging their ins once in the morning and again at night. Pt explained they can only charge ins to 60% until internal battery gets hot. Pss understood b/c pt was unable to charge ins to 100% in one session they would have to recharge again during a 24 hour period in order to prevent ins from becoming critically low or depleting all together. Pss reviewed battery/ therapy usage & programmed settings also determine depletion rate/recharge frequency. Pt said, "I know. I got it. I got it all yesterday." The patient was redirected to their healthcare provider to further address the issue. Rep reported they did not witness burn mark on patient and was never informed. Unsure what cause was, hcp was made aware.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.